Manufacturer narrative:
H6: investigation summary: bd received a 20 gauge nexiva unit from lot 2244923 for evaluation. Our quality engineer visually inspected the returned unit and observed black viscous foreign matter (fm) present on the top and bottom of the packaging ang on the wing of the catheter adapter. Therefore, based off the visual inspection the engineer was able to verify the reported defect. A review of the device history record was performed for the reported lot and there was an issue identified with grease or dirt being found on the pallets and transferred over to the components. Given this information and the consistency and color of the fm found on the returned unit, it was determined that the fm found on this unit was the same grease/dirt fm identified in the review. This type of fm may have been introduced as a result of environmental factors, personnel, or processing.

Event description:
It was reported that mold and condensation were found in the bd nexiva¿ closed IV catheter system packaging. The following information was provided by the initial reporter: "package looks like there was condensation in it. There also looks to be mold inside of the packaging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold and condensation were found in the bd nexiva¿ closed IV catheter system packaging. The following information was provided by the initial reporter: "package looks like there was condensation in it. There also looks to be mold inside of the packaging."